Event description:
It was reported that during central processing, the long tip forceps instrument tip broke off. The customer do not have the tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long tip forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 18.70 mm x 2. 29 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint regarding the tip broke off was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.